Manufacturer narrative:
Initial and final MDR 1933284- MDR 3003442380-2024-19162- device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient faced blockage in the tubing. The issue occurred last week for event one, 25-jun-2024 for event two and 26-jun-2024 for event three. The site was patient's abdomen. No further information was available.